Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).

Event description:
Customer reported that this x-ray system shut off during a case with a pt on the table. The system could not be restarted by the site.